Manufacturer narrative:
Product event summary: the data files for the date of the reported event and balloon catheter, 2af283 with lot 73691, were returned and analyzed. The bin files confirmed a 50032 system notice, indicating ¿outer vacuum compromised¿. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to the 50032 system notice. Dissection and pressure tests showed a leak at the 0.5 psi check valve in the y-block. In addition, the dissection and pressure tests also revealed a leak through the push button luer. Further dissection revealed a breach in the guide wire lumen near the push button. In conclusion, the reported system notice was confirmed through testing and data analysis. The 2af283 balloon catheter, with lot 73691, failed the inspection due to a leak through the 0.5 check valve and a guide wire lumen breach near the push button.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced and the procedure was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.